Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 1280 mg/dl. The customer also had pneumonia. It was stated that the customer was sick to his stomach and incoherent. The caller stated that it's not uncommon for the customer to experience very high blood glucose levels when he's sick. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer removed the infusion set, and the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.